Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. Upon initial testing, the image had a normal orientation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image of the camera head screen was coming up upside down prior to an unknown urology procedure. The procedure was completed with a different camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The repair department confirmed that the image was oriented normally. Thus, it was determined that there was no problem in the subject device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.